Manufacturer narrative:
Device evaluation: one device was returned for investigation. Under visual inspection a tear in cuff was noticed. The device did not pass functional testing, confirming the complaint. No lot number was provided. Therefor no device history review (DHR) could be completed. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. No corrective actions were taken.

Manufacturer narrative:
Lot number, expiration date and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the cuff would not be inflated. The product was changed to another new one. The patient began using the product with regular tube changes, but the cuff on the new tube did not inflate during the tube change. No adverse patient effects were reported by the customer. It was reported that no further information will be available.